Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached while sleeping. On (B)(6)2021, as a result, the customer had a loss of consciousness and was unable to treat themselves. Hcp contact was made and received unknown treatment for hypoglycemia. The customer could no longer remember information regarding the medical event. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached while sleeping. On (B)(6)2021, as a result, the customer had a loss of consciousness and was unable to treat themselves. Hcp contact was made and received unknown treatment for hypoglycemia. The customer could no longer remember information regarding the medical event. No further information was reported. There was no report of death or permanent injury associated with this event.